Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, a wear abrasion, a deformation and a crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and capsular contracture, baker grade IV. Device has been explanted.